Event description:
The manufacturer has received reports that the device is shutting off and the screen is black. Upon evaluation at a third-party service center, it was determined that the device had a burned pca. As result, the device was sent to pil for further examination. At the manufacturer's laboratory, pil confirmed that the pca had signs of a potential mineral deposit stain, indicating possible water ingress. Additional observations included dust, fibers, and hairs found in the blower box and on the bottom of the heater plate, which likely originated from outside the device. Additionally, errors 179 (err_bt_app_reset) and 303 (err_touch_sensor_coms) were noted, but they are not associated with any specific component failure. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.